Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complaint¿s experience of a bent trocar. The obturator was fractured at the location of the bend. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by material degradation during the molding process of the obturator, which could cause the component to be more prone to brittle fractures. If the obturator is damaged during insertion, the trocar system is more susceptible to bending from the force exerted on the unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is to follow up medwatch #2200110000-2019-8006.

Event description:
Procedure performed: lap chole. Event description: the trocar bent when inserted. A new device was opened and the case was completed. No patient injury occurred. The bend was approximately half way down the cannula. No other instruments were in use at the time. The method of insertion was the usual twisting after incision was made. A picture of the event unit is available. The device is available for return. Medwatch report #2200110000-2019-8006 received via mail on 26feb2019 from FDA: 36 year old 77kg female hispanic/latino. "Trocar was being introduced into a patient's laparoscopic incision for a cholecystectomy. The trocar shaft bent during insertion. There device was removed intact and there was no harm to the patient." The intended procedure was laparoscopic cholecystectomy. This report is to follow-up for medwatch report #2200110000-2019-8006. Intervention: a new device was opened and the case was completed. Patient status: no patient injury occurred associated with the complaint event.

Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap chole. Event description: the trocar bent when inserted. A new device was opened and the case was completed. No patient injury occurred. The bend was approximately half way down the cannula. No other instruments were in use at the time. The method of insertion was the usual twisting after incision was made. A picture of the event unit is available. The device is available for return. Medwatch report #(B)(4) received via mail on 02/26/2019 from FDA: (B)(6) year old (B)(6)kg female (B)(6). "Trocar was being introduced into a patient's laparoscopic incision for a cholecystectomy. The trocar shaft bent during insertion. There device was removed intact and there was no harm to the patient." The intended procedure was laparoscopic cholecystectomy. This report is to follow-up for medwatch report #(B)(4). Type of intervention: a new device was opened and the case was completed. Patient status: no patient injury occurred associated with the complaint event.